Manufacturer narrative:
Intuvie received a report indicating that the line was occluded and the pump did not alarm as expected. The device was returned for evaluation. During the investigation, the pump did alarm as intended; however, it failed the 30 psi occlusion test, recording a pressure of 20.2 psi, which is outside the acceptable range of 22-38 psi. A review of the device's serial number history revealed no similar complaints. The reported failure mode could not be confirmed; however, the failed 30 psi occlusion test was verified. The probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved through recalibration. The specific recalibration values are currently unknown. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the line was occluded and the pump did not alarm as expected. It was reported that patient and end user harm are unknown.